Manufacturer narrative:
G4:15dec2020; b4:16dec2020. Upon a follow-up, with technical support, the customer reported to have ordered the solenoids and did not require further assistance. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported that the ventilator failed with an intermittent error code indicating the sensor failed. There was no patient involvement. The customer troubleshot with technical support and in the ventilator diagnostic report found error code indicating proximal pressure sensor auto zero failed. The customer was advised to replace the solenoids 3 and 4.